Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ground prong is missing.

Manufacturer narrative:
Updated sections: b3, b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d5, d10, e1 (name & email), e2, e3, e4, g2, h6(health clinical & impact).

Event description:
It was reported that during a routine preventive maintenance performed buy a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) was found to have a ground prong is missing. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, investigation conclusion, component code). A getinge field service engineer evaluated during routine scheduled preventive maintenance (pm) found ground prong to be missing from line cord. Replaced line cord assembly(012-00-1688-21). Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. Complete checkout and checklist has been performed. There was no patient involvement, the defective components were received for further investigation. The failure analysis and testing dept. Received part number 0012-0-1688-21 reel ac power cord serial number 17 01_ametek with a reported unit failure of the ground pin missing. The failure analysis and testing dept. Performed a visual inspection of part number 0012-0-1688-21 reel ac power cord serial number (B)(6) and found that the ground pin was missing. The failure analysis and testing dept. Was able to replicate the failure experienced by the customer. Retaining the ac cord reel in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.